Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted due to possible right ventricular assist device (rvad) thrombus. Upon review of the logfiles, it was seen that the rvad had exhibited abnormal high-power consumption. The patient was given tissue plasminogen activator (tpa), which helped temporarily bring the rvad power down. The rvad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) were not returned for evaluation. The reported high power event was confirmed via log file analysis which revealed several increases in power consumption leading to parameters above the normal operating range, with associated decreases in power consumption from (B)(6) 2020 through (B)(6) 2020. One (1) high watt alarm was logged since (B)(6) 2020. Twelve (12) low flow alarms and 2 suction alarms were logged since (B)(6) 2020. Information provided by the site indicated that the patient was admitted due to possible right ventricular assist device (rvad) thrombus. The patient was given tissue plasminogen activator (tpa), which correlates with the observed decreases in power consumption. There is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flow/ suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a transesophageal echocardiogram (tee) revealed rvad outflow cannula in good position with goods flow at 2900 rpm, rvad inflow cannula difficult to assess. A second dose of tpa was provided to the patient in an attempt to dissolve the clot which was initially successful with improvement of ldh and flow. But the patient lactate dehydrogenase (ldh) continued to rise, as well as the power and flow. The rvad was ultimately turned off.

Manufacturer narrative:
### A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist devices (vad) hw34165 was not returned for evaluation. Log file analysis revealed several increases in power consumption leading to parameters above the normal operating range, with associated decreases in power consumption from (B)(6) b2020 through (B)(6) 2020. 1 high watt alarm was logged since 08/sep/2020. 12 low flow alarms and 2 suction alarms were logged since (B)(6) 2020. As a result, the reported high power and low flows events were confirmed. However, the reported vad stop event could not be confirmed. Information provided by the site indicated that the patient was admitted due to possible right ventricular assist device (rvad) thrombus. The patient was given tissue plasminogen activator (tpa), which correlates with the observed decreases in power consumption. It was further reported that a transesophageal echocardiogram (tee) revealed rvad outflow cannula in good position with goods flow at 2900 rpm, rvad inflow cannula difficult to assess. A second dose of tpa was provided to the patient in an attempt to dissolve the clot which was initially successful with improvement of ldh and flow. But the patient lactate dehydrogenase (ldh) continued to rise, as well as the power and flow. The rvad was ultimately turned off. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation, possible causes of the observed low flow/ suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Based on the available information, the most likely root cause of the reported vad stop event can be attributed to the reported pump "was ultimately turned off", as described in the event details. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.